Manufacturer narrative:
Product was not returned to manufacturer. As it was discarded by the hospital. No examination could be performed. The review of the device history records and traceability shows no deviation to specifications or non-conformances to procedures that might have contributed to this event. Additional information about the surgical steps followed were requested . Conclusion is not yet available.

Event description:
Mobi-c p&f us : disassembled. According to the reporter a mobi-c implant dislodged from the inserter. The implant was correctly assembled in the inserter, the implant was partially inserted, and when the surgeon tried to reposition it, after x-ray check, the implant dislodged from the inserter. The reporter can not confirm if there was a rotational movement during implant insertion; the reporter can not confirm if the implant came in contact with surrounding tissues; a distraction was on at the time of the partial insertion. No impact on patient state of health; no impact on surgery or delay was reported; operation was continued with another device; additional information were requested; investigation still in progress.

Manufacturer narrative:
The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that during surgery, the implant was correctly assembled in the inserter then was partially implanted. Following a check of the x-ray, the surgeon attempted to re-position the device and the implant dislodged from the inserter. There was no patient harm or effect on surgery.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records, the recurrence of this type of event for this instrument; it was assessed that the cause of the event is unknown where the reporter claims that there was no problem during surgery, the surgical technique was followed perfectly so there are multiple hypothesis that might have contributed to the event but the product was not sent back so it is impossible to evaluate the issue. According to the available information , the exact root cause of this event can not be determined. If additional informations were received that allow to drawn a conclusion for this case another report will be sent.